Event description:
The customer reported to olympus technical assistance center (tac), the connecting tube with stay connected and pops off during reprocessing. There was no harm or user injury reported due to the event. The serial number has not been provided at this time. This report is related to: (B)(6).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information: d4, h3, h6, h10. This report is being supplemented to provide additional information based on device evaluation, and additional information based on the legal manufacturer's final investigation. During device evaluation, it was observed, the green connector had both gray clips intact to the connector however, the gray clips were loose, when pressing on lock levers the clips felt loose, the pin inside the green connector had no indication of being bent or damaged, the tubing had no signs of cuts, punctures, kinks, or residue identified, the endoscope side connector had several minor scratches on the housing of the connector, the four balls inside the endoscope connector were visible and in place. It was also noted, the customer¿s reported issue of connecting tubes popping off during reprocessing, was not confirmed. A review of the DHR was not performed due to the manufacturing date being unknown. Based on the results of the investigation, it is likely that the connecting tube was detached from connector in reprocessing basin due to looseness of the lock lever by external stress. As a cause of the external stress, it is considered that force was applied in incorrect direction. However, the root cause was not identified. Olympus will continue to monitor the field performance of this device.